Event description:
Procedure: orthopedic. Reportedly, during an urgent surgical revision of a right leg lesion, the or team undergoes a surgical fire accident. The fire caused a second degree burn on the patient's leg. After the operation, the patient was conservatively treated with jalugen plus, and then he was transferred to the hosp. The generator settings were not reported.